Event description:
It was reported that the patient was hospitalized for suspected thrombus and outflow graft stenosis. The ventricular assist device (vad) had a flow of 3.4 and the patient experience sinus tachycardia in the 120s and the vad appeared to be functioning normally. As above, computed tomography angiography (cta) on admission showed thrombus in the outflow graft of the lvad, which was resolved with outflow graft stenting on. The outflow graft stenosis with successful lvad outflow graft stenting with resolution of the intragraft gradient. The vad and the outflow graft remain in use. No further patient complications have been reported as a result of this event. This event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one (1) pump and the associated outflow graft (unknown lot number) were not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this even additional products: heartware ventricular assist system ¿ outflow graft model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku device available for evaluation: no mfg date: unk labeled for single use: yes. This event was reported in the q2 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.